Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet touchscreen became unresponsive during setup with a new dexcom g7, preventing interaction with the home and back buttons and blocking the start sensor function; attempts to resolve by charging and holding the wake button did not restore functionality, and a replacement ilet was sent. Symptoms included no adverse clinical effects and no impact to blood glucose, as the user monitored glucose on the dexcom app and used backup therapy. Outcomes included device replacement. Investigation included customer troubleshooting and remote assessment by support and inspection of the returned device. Investigation of this device revealed a suspected touchscreen hardware malfunction affecting the user interface. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware failure of the display/touch component.